Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed with "device not detected on bus" error message. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the drawer 3.2 was not detected on the bus. A field service engineer (fse) opened the back of the station and found the right-side light blinking on drawer 3.2. Fse shut down the station, opened the drawer and found both retractor bands broken at the hinge and scarred at the back casing hinge. The fse replaced both retractor bands and closed the drawer. The fse booted the station into the hardware test application (hta), tested the drawer, and then rebooted the station into the application. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.